Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having some pain and a possible capsular contracture," baker grade unknown and "asking if implant is part of the recall."

Event description:
Patient reported right side "having some pain and a possible capsular contracture," baker grade unknown and "asking if implant is part of the recall." Device remains implanted. Manufacturer of device is unknown.